Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that transmitter not working occurred. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was found within in the investigation window. The probable cause was determine to be a low transmitter battery which led to a transmitter failed error. The reported event of transmitter not working is reportable based on the finding of transmitter failed error. No injury or medical intervention was reported.